Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted sigmoid resection procedure, the proximal transection of the tumor was made with a tlc75, and distal transection was made with cs40g. The triple staple technique was used for the introduction of the anvil of the ecs33. The lumen was measured with the ethicon sizers, and the doctor determined to use size 33. There was slight resistance introducing the ecs33 pass the anal sphincter, which caused a sudden jerking motion once the stapler head was passed. The assisting doctor made several attempts before positioning the stapler head in a satisfactory position and introducing the stapler trocar. The ecs33 was dialed down to the green compression scale, waited for 15 seconds, and then fired. The audible and tactile crunch was appreciated. To remove the stapler, the assisting surgeon insisted on turning the knob counterclockwise four turns instead of 1/2 - 3/4 as instructed. The proximal donut was complete but the distal donut was not. The air leak test was performed to check the integrity of the anastomosis, and no leak was observed. Upon final inspection of the anastomosis, the main surgeon found a hole on the left lateral side. He corrected the defect by placing interrupted sutures circumferentially around the anastomosis. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.